Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reloaded the cartridge to resume insulin therapy. Reportedly,the customer declined a replacement pump at this time will try and continue with the current pump.the custome reverted to manual injections for insulin therapy.